Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims her humidifier caught on fire and damaged the flooring. There were no reports of injury with this incident.